Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system us catalog #: unknown serial #: unknown manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At an unspecified point during the procedure, error 402 displayed and severe magnetic distortion occurred. Thermocool smarttouch bidirectional navigation catheter did not appear in the correct place on the carto screen. While the thermocool smarttouch bidirectional navigation catheter was attached, magnetic interference occurred with the ultrasound catheter. When the thermocool smarttouch bidirectional navigation catheter was detached, the issue resolved. During the mapping phase, while advancing the catheter into the coronary sinus (cs), a perforation occurred which resulted in a small pericardial effusion. Blood pressure was 115/80. Post-procedure echocardiography was performed. Patient returned to the electrophysiology lab for a pericardiocentesis that yielded 300 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. It is thought that the patient fully recovered, although this has not been confirmed. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that the catheter was too stiff for the coronary sinus. It was noted that there were no product malfunctions. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator settings, generator parameters, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. The shaft proximity interference value was in-range at 5-20. Thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Severe magnetic distortion occurred during the procedure. The error 402 displayed, magnetic distortion, catheter visualization and catheter stiffness issues were assessed as not reportable. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on december 18, 2017 providing the lot number of 17752043m. Previously, we reported the lot number as unknown. Therefore, lot # was updated. Still pending is the manufactured date, expiration date and UDI #. Therefore, a supplemental report will be submitted to update the expiration date, manufactured date and UDI # fields. (B)(4)

Manufacturer narrative:
Additional information was received on january 15, 2018 stating that the magnetic distortion issue resolved when the thermocool smarttouch bidirectional navigation catheter was exchanged for a smarttouch sf catheter / us catalog #: unknown / lot #: unknown. The device history record, manufactured date and expiration date have been provided on january 18, 2018. The manufactured date and expiration date have been provided. Therefore, fields expiration date, manufactured date and unique identifier (UDI) have been populated. The device history record (DHR) for the lot number 17752043m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/3/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for ventricular tachycardia for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter. During the mapping phase, while advancing the thermocool smarttouch bidirectional navigation catheter into the coronary sinus (cs), a perforation occurred which resulted in a small pericardial effusion. Blood pressure was 115/80. At an unspecified point during the procedure, error 402 displayed and severe magnetic distortion occurred. Thermocool smarttouch bidirectional navigation catheter did not appear in the correct place on the carto screen. While the thermocool smarttouch bidirectional navigation catheter was attached, magnetic interference occurred with the ultrasound catheter. When the thermocool smarttouch bidirectional navigation catheter was detached, the issue resolved. The thermocool smarttouch bidirectional navigation catheter was exchanged for a smarttouch sf catheter and the magnetic distortion issue resolved. Post-procedure echocardiography was performed. Patient returned to the electrophysiology lab for a pericardiocentesis that yielded 300 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. It is thought that the patient fully recovered, although this has not been confirmed. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that the catheter was too stiff for the coronary sinus. It was noted that there were no product malfunctions. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #: (B)(6).